Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . From the day the sensor was inserted, the patient was not sure if it was accurate. At that time, the patient had not performed any calibrations. On (B)(6) 2025 , the patient underwent chemotherapy and reported feeling well during and after the session. She described the after effects as more psychological in nature. She also noted that her blood sugar usually drops during chemotherapy due to the steroids included in her treatment. In the days following chemotherapy, the patient did not consistently monitor or verify the accuracy of the dexcom readings. On (B)(6) 2025 , while in the bathroom, the patient suddenly felt unwell and suspected her blood sugar had dropped significantly. However, she did not check her cgm. She called her daughter for help, but by the time her daughter arrived, the patient had already lost consciousness. Paramedics were called immediately. Upon arrival, they measured the patient¿s blood sugar and recorded a bg of 16 mg/dl while the cgm was showing a reading of 106 mg/dl. The patient is unsure if any treatment was administered at the scene, as she regained consciousness only after being admitted to the hospital. She does not know what her cgm or blood glucose readings were upon hospital arrival, nor the full scope of treatments given. However, she was informed that she received fluids, potassium, and antibiotics due to her weakened immune system. At the time of the report, she was still hospitalized but reported feeling better and was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data or product.